Event description:
The child reported no longer hearing after getting his head caught between a door and door jam. It was reported that the child's device protruded a significant amount above the child's skull. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specifications. Explantation/reimplantation surgery was done in 2000. The healthcare professional has been informed that the explanted device should be returned to cochlear limited.